Event description:
It was reported that a user on an ilet system experienced hyperglycemia of unclear cause, with a reported blood glucose of 339 mg/dl; the infusion site appeared normal per the user and the user reported no recent food intake, and the user was advised to allow the pump to correct the elevated glucose. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included review of available device usage information and user report. Investigation of this case revealed no confirmed device malfunction and no identifiable device component failure. It was concluded that the event was user-reported hyperglycemia with an undetermined root cause and with device function not contradicted by available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.